Manufacturer narrative:
The report received from the affiliate states that ten minutes after the exoseal plug deployment the patient's blood pressure dropped and the medical team discovered a hematoma. The hypotension required immediate intervention to stop the bleeding with stent placement. The patient is a (B)(6) male. The procedure being performed was an interventional case using an antegrade approach. The product was properly inspected and prepped and no anomalies were noted. A 6fr sheath (brand unknown) was used in the procedure. It is unknown if femoral artery suitability was verified on angiography. It is unknown if the angle of access was between 30 and 45 degrees. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath was locked properly against the cowling. An audible click was heard. An adequate bleed-back signal was observed. Proper indication was observed in the indicator window. The plug deployment button was fully depressed, and the plug was deployed. The vcd and sheath were removed from the patient as a single unit. The physician manually pressed the puncture site for two minutes after plug deployment and observed no bleeding at the skin level. The patient was moved to the recovery room, and after ten minutes the patient's blood pressure dropped and the medical team discovered a hematoma. Efforts to stop the bleeding did not succeed and the patient was catheterized again immediately. A covered stent (9mm - 40mm) was placed to block the bleeding site using a contralateral approach from the right leg. The patient was stable after the described intervention and he is stable currently. It is unknown if there was any pre-existing hematoma prior to insertion of the exoseal device. It was noted that the physician had used the device 70 to 100 times prior to this event. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation are root causes of hematoma formation. These factors in combination with antiplatelet therapy after a procedure can lead to hematomas. Review of the available information suggests that patient and/or pharmacological factors may have contributed to the reported hematoma resulting in hypotension. Without the product available for analysis, no determination regarding potential contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
The report received from the affiliate states that ten minutes after the exoseal plug deployment the patient's blood pressure dropped and the medical team discovered a hematoma. The hypotension required immediate intervention to stop the bleeding with stent placement. The patient is a (B)(6) male. The procedure being performed was an interventional case using a antegrade approach. The product was properly inspected and prepped and no anomalies were noted. A 6fr sheath (brand unknown) was used in the procedure. It is unknown if femoral artery suitability was verified on angiography. It is unknown if the angle of access was between 30 and 45 degrees. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath was locked properly against the cowling. An audible click was heard. An adequate bleed-back signal was observed. Proper indication was observed in the indicator window. The plug deployment button was fully depressed, and the plug was deployed. The vcd and sheath were removed from the patient as s single unit. The physician manually pressed the puncture site for two minutes after plug deployment and observed no bleeding at the skin level. The patient was moved to the recovery room, and after ten minutes the patient's blood pressure dropped and the medical team discovered a hematoma. Efforts to stop the bleeding did not succeed and the patient was moved into the cath-lab to be catheterized again immediately. A covered stent (9mm - 40mm) was placed to block the bleeding site using a contralateral approach from the right leg. The patient was stable after the described intervention and he is stable currently. It is unknown if there was any pre-existing hematoma prior to insertion of the exoseal device. It was noted that the physician had used the device 70 to 100 times prior to this event.